Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the remaining product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinial der states patient was revised to address femoral loosening. The loosening interface is unknown. Depuy cement was used. Onset of osteolysis was also noted, but was said to be definitely not device related. Update recvd 1/14/2016- clinical der states femoral loosening and osteolysis are definitely device related. Insert was added to the complaint. The complaint was updated on 1/21/2016. Update rec'd 01/15/2016 - the patient's medical records were received. Update rec'd 01/15/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the femoral component was found to be grossly loose and the entire construct was easily removed. At this time the femoral stem is being added to the complaint and reported. The complaint was updated on: 02/05/2016.